Manufacturer narrative:
Calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading; values were unknown. Reportedly, the customer received a low bg alert and attempted to resolve low bg. Subsequently, the customer's bg elevated to 600 mg/dl with high ketones. The customer was taken to the hospital and treated with an insulin infusion. The customer was released on (B)(6) 2020 with no permanent damage. Reportedly, the customer did not calibrate the cgm system properly.